Event description:
The user facility reported a 54-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The impella cp pump stopped during patient support. Leading up to the failure, it was noted that both high purge pressure alarms and placement signal not reliable alarms were triggered. The pump flow then became saturated and the pump subsequently stopped. The pump was removed and replaced for ongoing support. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the pump stop issue was not determined since product was not returned and data logs were missing around the time of failure.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. Per the data log review, the 5s parameters are similar to seen in a kinked fiber line. With placement signal therefore, the root cause of the optical signal issue was most likely a damaged optical fiber line due to use. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D6a/d6b updated with additional information h6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-06877.